Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to potential cuff erosion. During the procedure the existing double cuffed device was removed and a new aus was implanted. There were no device malfunctions associated with the explanted device. The patient did not experience further adverse events and was said to be doing well following the procedure.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to potential cuff erosion. During the procedure the existing double cuffed device was removed and a new aus was implanted. There were no device malfunctions associated with the explanted device. The patient did not experience further adverse events and was said to be doing well following the procedure.